Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify battery out limit alarm due to no button response. The device was tested with a test keypad and no frozen display noted. Also received with cracked case at the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 113 mg/dl. Troubleshooting was performed. The device was returned for analysis.